Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device shows ¿output shorted¿ and does not work, was confirmed. The following defects were found during evaluation : 8 way socket corroded by fluid. Physical damaged front panel - membrane switch panel damaged. Output shorted at cp power output ( dual rf board). The software of the device was modified, an electrical upgrade performed, the dual rf board replaced along with the damaged connector and front panel, and the device was cleaned, newly calibrated, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. The physical damage to the front panel can be attributed to user mishandling of the device. Also a defective rf board is responsible for the complaint reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via service request, the vapr vue generator. When pressing the yellow button on the handpiece, you get message ¿output shorted¿ and the device does not work. What device(s) and how many devices were involved in the event. Product information (name family, and/ or code), load status if required. The device is available to be returned for evaluation.